Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001825034-2019-05140. Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the insert could not be mated with the humeral plate during use resulting in a 10 minute delay to surgery. The surgeon completed the procedure with the insert and another humeral tray. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The inspection of the returned device revealed that the tray identified the locking ring has been pressed into the device and shows it to be bent and twisted. The damages were likely caused during an attempt to impact the liner into the tray. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the insert could not be mated with the humeral plate during use resulting in a 10 minute delay to surgery. The surgeon completed the procedure with the insert and another humeral tray. This was a multi-fragment fracture case with suboptimal bone quality of the patient. Moreover, the problematic subject of the report did not occur during the implantation but during the assembly of polyethylene to the humeral plate with defect in the click of the two tabs (tongue), forcing to replace the humeral plate.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.